Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The system pcbs were reseated. The gib coin battery was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would produce an unusable image. Uninterpretable images may produce non-diagnostic quality images, possibly delay patient treatment and would be serious if it were to recur. There is no report of injury or death associated with the event described in this complaint.